Manufacturer narrative:
(B)(4) captures the reportable event of surgery. This product is not expected to be returned. This investigation will be updated should further information be provided or following completion of analysis if the lead is returned.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to high out of range pacing impedance measurements and loss of capture. A new lead was not implanted due to patient anatomy. No additional adverse patient effects were reported.